Event description:
The reporter stated the surgeon inserted a cq2015 collamer three-piece lens and one haptic tore a hole in the capsular bag. The lens was removed in pieces and vitrectomy was performed. Another lens was implanted into the sulcus.